Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now message occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor now message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR 3004753838-2020-13473 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.